Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps (fbf) instrument by the customer noting coagulation issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fbf instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The fbf instrument was found to have a broken conductor wire at the yaw pulley. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. The probable root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage. Failure analysis investigation also found additional observation: the instrument was found with thermal damage at the grip base, exposing the grip electrode. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The probable root cause of the thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the fenestrated bipolar forceps instrument had charring and thermal damage at the grip base. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was observed to have some coagulation issues. The procedure was completed with a back-up instrument with no patient harm and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no additional information was available.